Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the proper procedure for replacing cartridges using the tandem mobi mobile app prompts, which the customer acknowledged. The caller was instructed to remove the cartridge from the pump and administer a 9-unit bolus, which completed successfully. Although the customer could not reload the original cartridge, with the assistance of technical support, they successfully loaded a new cartridge and resumed insulin therapy. The issue was resolved.